Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been rec'd. A supplemental report will be submitted if the device is rec'd.

Event description:
It was reported that when the customer woke up in the morning, the pump was noted to have shut off during the night. During troubleshooting with tandem technical support, review of the pump data revealed low power alerts and a low power alarm, which were not addressed by the customer. However, the customer reported that the pump had 60% battery life, prior to the customer going to sleep, and that the pump had shut off unexpectedly. The customer's blood glucose level was reported to be 193 mg/dl.